Event description:
Dr. Reported that an implant came out of site while doctor was taking an impression. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. The co was able to review the lot history of the subject product and it was found to be acceptable per release criteria.